Event description:
A set screw was not in the package. Dr. Used spare.

Manufacturer narrative:
Evaluation summary: the reported event was not confirmed. Review of the DHR revealed no deviations. Physical examination of the device was not possible as no item resp. Packaging associated with the event were returned or made available for evaluation. No discrepancies were found during review of the manufacturing and inspection documents. Further, no evidence was found that the set screw was not included in the nail kit blister. It could be confirmed that 20 set screws were used for the 20 nail kits. Furthermore, not enough information is available to reproduce or to confirm the reported case (like a photo of the unopened package). Based on the information given the root cause of the reported event cannot be determined. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place. Device and packing not returned.